Manufacturer narrative:
Product analysis:corresponding mas associated with complaint not returned for analysis.functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability.functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod.the above observations are consistent with manufacturing issue.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with adolescent idiopathic scoliosis (ais) underwent thoracic lumbar spinal posterior fusion at th10/l3.intra-op, metal fragment (spiral shaped and about 1cm length) was generated when inserting a set screw at th11 or th12. The metal fragment was disposed at the hospital. No fragment in the patient was observed from x-ray. No patient complications were reported.

Manufacturer narrative:
Modification/adjustment was checked in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.